Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a bilateral indirect inguinal hernia repair surgery on (B)(6) 2010 and a mesh was implanted. It was reported that post-operatively the patient experienced chronic pain throughout the groin and inner thigh, gi and urological issues. On (B)(6) 2015 the patient underwent a laparoscopy and drainage of intraabdominal abscess, extraperitoneal abscess drainage and debridement of subcutaneous tissue and fascial planes, and the mesh was removed.